Manufacturer narrative:
Qn# (B)(4). The visual examination of the returned product showed signs of contamination. Discoloration or design irregularities could not be fo und. The graduation marks were clearly visible. The inspection of the connector did not reveal any irregularities. The detached inflation line with the blue control balloon was included when the device was received. Material and gluing residues were recognizable at the tube end of the detached inflation line. A review of the device history record of lot 17311 was conducted and no issues that could have contributed to the reported event were identified. The performed visual examination confirmed the reported issue; the inflation line was detached from the tube shaft. No manufacturing related issue could be identified. The devices are 100% inspected; therefore, any defects would be detected prior to release from the manufacturing facility. Under consideration on the material and gluing residues visible the root cause for the detachment of the inflation line was most likely related to pulling forces in longitudinal direction to the tracheal tube which were applied during use of the device.

Event description:
It was reported that the device was tested prior to use on a patient and the inflation line detached due to slight pulling. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was tested prior to use on a patient and the inflation line detached due to slight pulling. No patient involvement.